Manufacturer narrative:
Additional information: g3, h3, h6. Arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2022 by the arthroscopic sports medicine rehabilition journal titled ¿bicepbrace biceps tendon augmentation improves outcomes one year following surgery¿. The study reviewed nineteen (19) patients who underwent shoulder procedures using arthrex fibertak devices. One (1) patient was documented to have had rotator cuff lesions resulting a cyst formation during the twenty (20) month follow-up period. Ref: cole, e. W., et al. (2022). "Perianchor cyst formation is similar between all-suture and conventional suture anchors used for arthroscopic rotator cuff repair in the same shoulder." Arthrosc sports med rehabil 4(3): e949-e955.